Manufacturer narrative:
UDI is not available as product information was not provided.

Event description:
Voluntary medwatch received states that the right ventricular (rv) lead exhibited performance issue. The rv lead was explanted. The patient had no consequences.